Event description:
It was reported that the right ventricular lead exhibited low impedance in the bipolar configuration. The pacing configuration was reprogrammed to unipolar. The patient's condition was good.